Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported pain after explantation of the device. Ultra sound and MRI results show intra capsular capsulare rupture confirmed. Medical report reports adhesions (small balls) remain on both scars and persistant pain on the left side. Device has been replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior and striated opening on posterior (patch/shell bond edge). A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A striated opening posterior (patch/shell bond edge) assessed as surgical damage.

Event description:
Patient reported pain after explantation of the device. Ultra sound and MRI results show intra capsular capsulare rupture confirmed. Medical report reports adhesions (small balls) remain on both scars and persistant pain on the left side. Device has been replaced with non-allergan device.